Event description:
A needlefree valve was connected to a double lumen umbilicus catheter (uvc) to administer parenteral nutrition and dopamine through a graseby 3000 infusion pump. The report suggests that 3 days later one of the needlefree valves were found separated, which resulted in a backflow of blood and line occlusion. From the reported information there are no indications of serious injury to the patient or user as a result of this incident

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
Conclusion: the customer¿s report of separated smartsite body was confirmed. Visual inspection of the returned set noted the female luer adaptor (fla) of the smartsite separated from the clear casing. Although it is not possible to determine a definite root cause for this issue, a previous investigation was able to replicate a break similar to the one observed in the complaint sample. During the testing, alcohol was applied to the body of the smartsite component and weakened the acrylic eventually leading to a break. The alcohol can weaken the outer surface of the part, and micro-cracks can develop during the stresses applied during engagement and disengagement of a syringe or male luer. Repeated application of alcohol and repeated engagement and disengagement of the component may eventually weaken the part to the point of failure.